Event description:
It was reported that during a da vinci-assisted fundoplication surgical procedure, the 8mm synchroseal instrument was rotating in the opposite direction to which it was moved. No fragment fell into the patient. The issue caused a delay of less than 15 minutes. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken snake wrist cable at the distal end. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit damage that would have contributed to the cable breaking. The snake wrist is dislodged. Additional observation(s) related to customer reported complaint: the instrument was found to have a dislodged snake wrist, which caused the wrist disks to misalign. There were no missing pieces, and damage was observed to the snake wrist cables. Wrist assembly is not straight and did advance through a cannula. Grips and other components adjacent to the dislodged snake wrist show damage which may indicate potential mishandling and misuse. The instrument was found to have a broken snake wrist cable at the distal end. The instrument exhibited imprecise motion when the mtms were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion in the wrist direction during gripping and ungripping. The grip tips moved within the joint limits a in the commanded direction, however a lag or delay in the motion that was observed. Additional findings not related to customer reported complaint: the instrument is found to have a dislodged jaw cover. The jaw washer displaced and under the surface of the cover. The instrument was found to have the jaw cover torn. The tears measure roughly .0665" x .2135". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The instrument was found to have a bent main tube. The bending damage located at the midpoint area. Components adjacent to this bent main tube do not show damage. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Electrical continuity tests could not be performed due to cut cord.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the incident occurred when the surgeon had the head inside and was trying to operate instruments in the high-resolution stereo viewer. The customer informed the synchroseal instrument moved in the opposite direction. The surgeon's movements matched the instruments' movements. There was no wobbling or friction detected. No arm-to-arm interference or external collisions were noticed. The problem was dangerous; there was uncontrolled movement towards spleen and hence the device was replaced. The device was checked before use. There was no damage noticed. The incident occurred at the beginning of the operation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and was found to have a dislodged snake wrist, which caused the wrist disks to misalign. There were no missing pieces, and damage was observed to the snake wrist cables. Wrist assembly is not straight and did advance through a cannula. The instrument was found to have a broken snake wrist cable at the distal end. The instrument was found to have a broken snake wrist cable at the distal end. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit damage that would have contributed to the cable breaking. The snake wrist is dislodged. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion in the wrist direction during gripping and ungripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. Additional findings not related to customer reported complaint was that the instrument is found to have a dislodged jaw cover. The jaw washer is displaced and under the surface of the cover. The instrument was found to have the jaw cover torn. The tears measured roughly 0.0665" x 0.2135". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The instrument was found to have a bent main tube. The bending damage is located at the midpoint area. Components adjacent to this bent main tube do not show damage. The probable root cause of the customer reported event based on findings of failure analysis may be attributed to a dislodged snake wrist which may be due to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other objects or hard surfaces. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of bent main tube may be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. The probable root cause of the functional test failure may be attributed to the dislodged snake wrist and broken snake wrist cable.

Event description:
Refer to h11 for follow-up information.